Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 388 mg/dl. The customer also experienced low blood glucose of 52 mg/dl. The customer did experience any symptoms such as headache due to high blood glucose value. The customer visited to the hospital emergency room and hospitalized due to high blood glucose on (B)(6) 2022. It was unknown if the auto mode was activated or not at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed; however, it was unknown if the customer will discontinue using the device or not. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer was hospitalized for alleged high bgs and possible under delivery anomaly on (B)(6) 2022. The customer reported alleged low bg's on (B)(6) 2022. On (B)(4), the customer alleged high bgs on (B)(6) 2022. On (B)(4), the customer alleged high bgs and low bg's on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. No possible under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the boluses listed on the event date in the pump history file. (B)(6) 2022 07:11:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 19000 (1.9 u). Bolusamountdelivered: 19000 (1.9 u). (B)(6) 2022 15:31:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 13000 (1.3 u). Bolusamountdelivered: 13000 (1.3 u). (B)(6) 2022 20:44:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 27000 (2.7 u). Bolusamountdelivered: 27000 (2.7 u). There were no auto suspend alarm, user suspended alert or pump error alarm noted on the event date in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bg's or low bg's. The customer alleged possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.